Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had high temperature. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. An assessment was performed which determined that the device had high temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to submersion of the device in saline or corrosive fluid, causing the bearings to corrode, which is user error, misuse and/or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.